Event description:
A distributor contacted dexcom technical support and claimed that on (B)(6) 2014 they were contacted by a patient who experienced a cgm inaccuracy on (B)(6) 2014. The distributor claimed that patients displayed cgm value was higher than the observed fingerstick value. The distributor stated that patient had inserted device in an unapproved area, against user guide recommendations. At the time of the call, the distributor reported that the patient experienced no injuries and sought no medical intervention.